Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with both cuffs capturing the needles and the rail suture end was cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. However, only approximately 12 inches of the rail suture was returned and the other end was cut just proximal of the suture knot. This is consistent with the suture being cut while tightening the knot to close the access site as reported. Possible contributing factors for the suture being cut during the knot tensioning include, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment techniques. However, because part of the suture containing the knot was not returned, no manufacturing-related deficiencies pertaining to the suture could be identified. There were no abnormal observations detected on the returned piece of the rail suture, which could have contributed to the suture being cut. Every suture is inspected for proper assembly during manufacturing. Although, there was no reported vessel calcification, scarring, or tortuosity, the reported prior arteriotomy at the target groin could have contributed to difficulty of tightening the suture knot. Subsequently, as additional pressure was applied to the suture while attempting to tighten the knot with the suture trimmer, the suture might have been forcibly cut off as observed. Based on the reported information, the manufacturing inspection criteria, and analysis of the returned device, the probable cause for the rail suture end being cut just proximal of the suture knot while attempting to tighten the knot is related to the operational context in the use of the device as excessive pressure was applied to the suture during the process. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an diagnostic procedure. Reportedly, upon deployment the suture snapped, it appeared that the suture was cut straight across. Manual arterial compression was applied to achieve hemostasis. The technician is reported to be trained in the use of the proglide device. A 6fr sheath was used. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. No additional information was provided.